Manufacturer narrative:
The evaluation and repair of this unit has not yet begun. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator exhibited a leak from a pressure hose. A pin hole was confirmed located about 10 cm from the device side. Although, the ventilator continued cycling, the patient was transferred to another ventilator. There was no reported patient injury.